Manufacturer narrative:
Date of event: (B)(6) 2021. 04mar2021.

Event description:
The customer reported diagnostic error "backup alarm failure." The remote service engineer (rse) advised replacement of the central processing unit (cpu) or the motor controller (mc) printed circuit board (pcb). The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
The power management (pm) printed circuit board assembly and motor controller (mc) printed circuit board assembly pcba were returned to the manufacturer for failure investigation (fi) for analysis. The power management (pm) (pcba) and motor controller (mc) (pcba) were tested, and no failures were identified. The backup alarm error code could not be duplicated.

Manufacturer narrative:
The central processing unit (cpu) board was returned to manufacturer to failure investigation (fi) for analysis. The cold solders on 330 ohms 5% resistor leads in the ls1 buzzer generated the "backup alarm failed" error diagnostic code.

Manufacturer narrative:
G4:14mar2021. B4:21mar2021. The customer duplicated the reported failure. The field service engineer replaced the central processing unit (cpu), the motor controller (mc), and the power management printed circuit board assembly (pm pcba) to resolve the issue. The unit was tested, and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.